Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber ¿halfway through the case, when they turned the fiber the end of the fiber wouldn¿t turn anymore¿ @ 270,875 joules and 38:34 minutes of use. The fiber was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: ¿no injury¿.